Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: noted that air/fluid would not go through the needle prior to injecting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305902 and lot number 1112753. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd safetyglide¿ needle only, 23 g x 1 in. The needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: noted that air/fluid would not go through the needle prior to injecting.